Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed. (No device received for evaluation). Patient¿s condition affected effectiveness of device (80% stenosis, severe calcification and moderate vessel tortuosity). Conclusion results: device failure related to patient condition (80% stenosis, severe calcification and moderate vessel tortuosity). (B)(4).

Event description:
Evaluation summary: the distal tip was flared and partially flattened indicating that it may have been stubbed during advancement. The balloon material was torn in a radial pattern at the mid-point of the balloon working length. The balloon material was jagged and uneven at the tear site.

Event description:
It was reported that during treatment of a lesion in the circumflex with 80% stenosis, severe calcification and moderate vessel tortuosity, the physician attempted to use a 2.50mm diameter x 15mm length sprinter legend balloon. The device was inspected and negative prep was performed with no issues identified. It is reported that the device burst during 1st inflation, at 16 atm. The physician proceeded to use a 3.0mm diameter x 12mm length nc sprinter balloon. The device was inspected and negative prep was performed with no issues identified. It was reported that stretching occurred at the tip and that the balloon detached in the patient. Attempts were made to retrieve the detached material but were unsuccessful and the physician completed the procedure by deploying a stent that trapped the detached material. It is reported that the patient is fine post procedure.

Manufacturer narrative:
Evaluation results: deformation problem; failure to follow instructions (used above the rated burst pressure). Conclusion results: failure to follow instructions (used above rated burst pressure). (B)(4).